Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed. The pump was reset and customer was able to clear all alarms/alerts and program the pump. Pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1711k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a pump error 24 alarm during boot up. Unable to perform the displacement test, and self test due to pump error 24 alarm. Successfully utilized thump to download history files, traces files. Found multiple pump error 24 alarm on 01/09/2025 09:17:00.000, 01/09/2025 09:27:01.000, 01/09/2025 14:13:01.000, 01/09/2025 14:23:00 in pump history files. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Pump error 24 alarm due to moisture damage on the electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.